Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The tip cover accessory was not returned with the instrument, therefore could not be tested for fit. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. The instrument was fully functional. The complaint was not confirmed by failure analysis since the tip cover accessory was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover came off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-oct-2024: the customer noted the instrument was not broken. The tip cover slipped off while removing the instrument from the trocar. The instrument / accessory was inspected prior to use and no damage was noted. The instrument was in use for 1 hour prior to the slippage and immediately prior to slipping off. It was noted that there was slippage by the orange color below the tip cover, so customer proceeded to remove it under direct visualization. The tip cover then got stuck in the sleeve and the sleeve was removed. A new tip cover was placed on, the sleeve placed back in, and the procedure continued safely. The entire exchange was performed within 3 minutes, safely. There were no instrument collisions. No fragment fell into the patient, and nothing was removed prior to instrument breakage. Upon final removal of the instrument, the instrument wrist was straightened and there was no resistance felt while removing it through the cannula. No damage was observed to either cannula or instrument. The tip cover was intact and no additional surgical procedure or post-operative tests like an x-ray or ultrasound was performed. The procedure was completed robotically with no injury to the patient. The patient has not return to the hospital due to any post-surgical complications related to retaining a foreign object. The instrument was returned to isi for evaluation, while the tip cover accessory was removed from the trocar and discarded. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.